Event description:
It was reported that this pacemaker reverted to safety mode operation. No further information has been provided, and no adverse patient effects were reported. Evidence suggests this device remains in service.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the root cause of the reported clinical observation. Current evidence suggests the device remains in service; therefore, it has not been returned to boston scientific for laboratory analysis. Note this investigation will be updated should further information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted; therefore, physical analysis cannot be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information and in the absence of device return, the root cause of the reported clinical observation cannot be established. Risk assessment: a risk review was completed and confirmed the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker reverted to safety mode operation. No further information has been provided, and no adverse patient effects were reported. Evidence suggests this device remains in service.

Event description:
It was reported that this pacemaker reverted to safety mode operation. No further information has been provided, and no adverse patient effects were reported. Evidence suggests this device remains in service.additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the root cause of the reported clinical observation. The device was explanted but has not yet been returned to boston scientific for laboratory analysis. Note this investigation will be updated should further information be provided.device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.device technical analysis: to date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted.labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.investigation conclusion: based on the available information and in the absence of device return, the root cause of the reported clinical observation cannot be established.risk assessment: a risk review was completed and confirmed the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.